Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure, a farawave pfa catheter was selected for use. Mid way through the case going to the right pulmonary veins, the physician pulled out the catheter and noted that they were unable to move the non-boston scientific guidewire. The guidewire was pulled from the distal end out. The center lumen was flushed, which flushed fine. A new non-boston scientific guidewire was taken, and the guidewire passed freely through the catheter in all orientations while being tested outside of the patient. The physician did not request a new catheter and the procedure was completed successfully without patient complications. The catheter is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.